Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was currently hospitalized due to an infection and a blood glucose level of 800 mg/dl. The customer reported being nauseous and dehydrated. Blood glucose level at the time of the call was 400 mg/dl. The customer reported that she had already received a new insulin pump and did not require a replacement.